Manufacturer narrative:
The affected device is not yet returned to the distributor of infutronix.

Event description:
A distributor reported an administration set leaking issue discovered at user facility to infutronix on (B)(4) 2018. Medication infused at the time of event was 5fu. No patient injury or harm occured during this event.

Manufacturer narrative:
Infutronix received the evaluation report from the service provider on 01/04/2019. The reported leaking issue was confirmed. Dried white substance considered to be 5fu was observed at the distal connector site of the administration set cassette. Details of the testing can be found in the attached report. Correction: there was a typo in section g5:PMA/510(k) of the initial submission. The corrected 510 (k) number should be k140783. - attachment.complaint-(B)(4).

Event description:
This is the follow up report for the initially submitted MDR (3011581906-2018-00031).